Manufacturer narrative:
The reported defective device was returned for evaluation. An investigation into the root cause for this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported by the end user on (B)(6) 2010, during an endovenous laser treatment of the greater saphenous vein, the gold tip of the fiber fell off inside the pt. A surgeon cut down the vein to remove the tip. No further harm was reported to the pt.